Event description:
I asked that the temno biopsy needles be looked at because of inconsistencies in its performance. I spoke with the clinical rep and they said they were aware of the problem (which is not confined to our hospital, but their product). Incidentally, they did not notify health care providers when this problem became evident to their corporation. They have assured us that the problem has been rectified and that all old product would be taken off the shelves and replaced with new functional product. Today I had three biopsies and in two of those cases there were misfires and similar problems.what was the original intended procedure?biopsies with the temno systemdevice #1is this a laboratory device or laboratory test?no